Event description:
Healthcare professional reported a xen®45 gts "the slider was stiff" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed and the needle moved in tandem with the slider knob, which meets the expected result. Slider resistance is not verified since during the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed and the needle moved in tandem with the slider knob.

Event description:
Healthcare professional reported a xen®45 gts "the slider was stiff" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.